Event description:
It was reported that a titanium adapter disconnected from an unknown minicap transfer set. This occurred during patient use. The patient was treated with a prophylactic dose of vancomycin. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).